Event description:
Boston scientific received information that a memory download was performed with this pacemaker as premature battery depletion was suspected 4.2 years post implant. In addition, the device was included in the insignia microcrystal failure mode 1 field advisory. A technical service consultant was contacted. No adverse patient effects were noted.

Manufacturer narrative:
A technical service consultant provided the hex addresses for the memory download. Approximately 4 years later the device was explanted. The device has not been received at boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.